Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 12.0 x 20 mm, 135 cm mustang balloon catheter was advanced for dilatation. Upon initiation of balloon inflation at the lesion site, the balloon ceased inflating at approximately nominal pressure. Following deflation, the device was removed from the patient. Visual inspection revealed a small hole in the balloon, and when the balloon was reinflated with saline, leakage was observed from the identified defect. The device was removed, and the procedure was completed using another of the same device. No patient complications were reported as a result of this event.

Manufacturer narrative:
Investigation results: upon receipt at our post market quality assurance laboratory, this mustang device was examined. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 15mm proximal from the proximal markerband, which confirms the event. No other issues were identified during the product analysis. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a risk review performed for the mustang device confirmed that the event of balloon- material rupture was a known events defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Conclusion: based on a thorough review of the reported complaint, boston scientific concludes the most probable root cause as adverse event related to patient condition.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous pulmonary artery. A 12.0 x 20mm, 135 cm mustang balloon catheter was advanced for dilatation. Upon initiation of balloon inflation at the lesion site, the balloon ceased inflating at approximately nominal pressure. Following deflation, the device was removed from the patient. Visual inspection revealed a small hole in the balloon, and when the balloon was reinflated with saline, leakage was observed from the identified defect. The device was removed, and the procedure was completed using another of the same device. No patient complications were reported as a result of this event.